Event description:
In october, 2004, the pt reportedly began to experience intermittency when using the sound processor. About two months later the company was notified that the pt's internal device could not obtain lock with the external equipment. Surgery has been scheduled to explant the pt's c1 device.